Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that after taking the battery out reinserting it back in, the meter turned on with a black screen. It then displayed black lines across the screen and beeped like a "video game." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, however, a secondary issue was noted where the battery was found to be low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.